Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up experiencing muscle stimulation. The pulse generator exhibited premature battery depletion and back-up vvi operation. The drop in longevity would likely be cause by the increased pacing at high output. The device was explanted and replaced on 05/18/2015. No patient symptoms were reported.